Event description:
Per the clinic, the patient reported dizziness, migraines, pain at the magnet site, poor device performance, fluctuating impedance, and abnormal auditory perceptions. Swelling was also noted, leading to the retention issue with the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent revision surgery (date not reported) to reposition the device due to migration of the electrode array. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for previous reported surgical procedure.